Event description:
The patient was undergoing treatment for cerebral infarction. The physician reported hearing a cracking sound 10 minutes after he inserted the penumbra system and turned on the pump to start negative pressure. He confirmed a crack at the bottom of paps1 canister. The physician finished the procedure with the cracked canister because no alternative device was available.

Manufacturer narrative:
Device investigation: the complaint has been evaluated and confirmed. The complaint states that the physician heard a cracking sound during the procedure. The unit was evaluated and it was confirmed that there is a crack located at the bottom of the canister. The difficulty aspirating and eventual crack in the canister was confirmed. After a complete investigation by the manufacturer (allied medical) of the issue involving pump canisters that crack, penumbra has concluded that these pump canister cracks are intermittent failures based on an issue discovered with a cavity used during manufacture of the canister. The manufacturer of the canister has improved their process and penumbra now completes a sampling inspection of incoming canisters to ensure they do not crack after (B)(4). This inspection began for all incoming lots of canisters in (B)(4) 2012. All canisters in house at the time were tested and those that failed the test were removed and returned to the manufacturer. Please note there have been no other complaints of canister crack failures since this inspection began. This canister lot was manufactured prior to this identified issue and has been determined to be an intermittent failure likely based on the same canister cavity issue identified by the manufacturer. This canister lot had 200 released devices, with no other reported complaints of this nature.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.